Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. A visual inspection of the unit under test (uut) revealed no signs of damage or overuse. The uut was installed on a known good top level system running software version 6.1.0.2, and upon startup, the display displayed the standard startup sequence as expected, including the self-test, with no alarms or warning messages. After a 30-minute warmup, the zero pressure calibration, circuit test, blower reference calibration, insp valve offset calibration, self test, and test base unit were all completed successfully. The bellavista unit ventilation was cycled for an hour with the default ventilation settings and performed as expected, with no alarms or warning messages. Ventilation was then cycled for an hour with 70% o2 and then 100% o2, and it worked as expected with no alarms or warning messages. The power was cycled ten times, and the bellavista vent worked as expected, with no difficulties, alarms, or warning messages. Even though failure is not reproducible in fa lab, logs shows that intermittently self-test got failed due to defective inspiration valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us had a technical failure 300 (device in failsafe) alarm and unit failed est (extended systems test). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and replaced the inspiration block assembly. All work was performed in accordance with bellavista 1000e service manual revision (B)(6) 2021. The fsr performed est and performance check and all passed. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.